Event description:
Consumer complaint of "hi" and "lo" blood results via home health care nurse, (B)(6). Expected blood glucose results fasting range from 90 to 140mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed due to "hi" immediately upon test strip insertion into meter port. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 03/19/2017 and open vial date (B)(6) 2015. Recall test results performed from meter memory: memory 1: "lo", (B)(6) 2015, 08:00:00 am, fasting: yes; memory 2: 142mg/dl, (B)(6) 2015, 03:30:00 pm, fasting: yes; memory 3: 140mg/dl, (B)(6) 2015, 03:30:00 pm, fasting: yes; memory 4: 139mg/dl, (B)(6) 2015, 03:30:00 pm, fasting: no; memory 5: 122mg/dl, (B)(6) 2015, 03:30:00 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of "hi" and "lo" blood results via home health care nurse, mike. Expected blood glucose results fasting range from 90 to 140mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed due to "hi" immediately upon test strip insertion into meter port. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 03/19/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.